Event description:
The patient's system was explanted due to an infection at the pocket site. The pt was implanted with a new boston scientific spinal cord stimulator. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.